Manufacturer narrative:
August 19, 2015 05:08 pm (gmt-4:00) added by (B)(6): the device has not been returned for evaluation. If more information is received a supplemental will be forwarded.

Event description:
After priming the oxygenator they noticed a significant amount of air in the unit. They re-primed it and used.